Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds, no capture, and high/undefined pacing impedance which resulted in an inappropriate therapy being delivered to the patient. A lead fracture is suspected. The lead was inactivated and a new lead was placed. No patient complications have been reported as a result of this event.